Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced due to severe stenosis, elevated gradients and mild insufficiency. No additional adverse patient effects were reported. Patient weight added. Date of event corrected. Initial reporter information updated. Date mfg received corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 8 months post implant of this aortic bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.